Event description:
It was reported that during insertion of the iab through the sheath, resistance was encountered and it could not be advanced. Because of this, the entire assembly was removed and replaced. There were no pt complications.